Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was variable. Analysis of the device memory also indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range.

Event description:
It was reported that the right ventricular (rv) lead had unstable and high rv coil impedance. Visual inspection noted two rings in the insulation at the level of the sleeve fixation which indicated that the sleeve was possibly tightened too fast. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The overlay tubing of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. The analyst noted that two rings in the insulation were noted at 23.5 centimeters, which would appear to be consistent with anchor sleeve tie-down, two cuts in the overlay tube at that location were also noted, as well as explant damage. All conductors were removed for closer inspection, no anomalies were found. If information is provided in the future, a supplemental report will be issued.